Event description:
Patient undergoing an endometrial ablation. The surgeon noted that during the procedure the temperature of the ablation unit bounced chaotically between 78-91 degrees. He further noted that the unit alarmed three times when the temperature went below 80 degrees, however during the procedure the unit emitted normal sounds. The temperature finally stabilized at 165-175 degrees and the procedure was completed, however when the unit was removed it did not look as if the procedure had been successful as the tissue had a pink rather than brown appearance.====================== health professional's impression======================the device did not maintain a consistant temperature.====================== manufacturer response for uterine ablation, thermachoice======================manufacturer's representative conducted evalation and found no errors.